Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of unknown post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced abdominal pain and fever. The patient was treated with IV metronidazole. An abdominal xray was performed which showed a fecal impaction. After a query attempt, no further information was available on if the patient experienced a stoma site infection, however abbvie has conservatively chosen to report this event.